Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary : the product was returned to ethicon for evaluation. One open box with thirty-six unopened foil packets that pertain to the product code vcp493h was received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - it was reported that the event date is february 8, 2025, and the alert date is june 20, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --received information as following from sales rep via phone today. This hospital reported complaints in jan and feb too, and sales rep just received their complaints in june again and hospital refused to use the rest products and returned back for analysis.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when suturing skin. Changed another one to complete the surgery. There is no report on patient's injury. There will return 36 representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.